Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for stopper damaged and needle hub separates due to unknown lot number. Investigation summary: customer returned (2) loose 1/2cc, 8mm syringes and (1) loose 3/10cc syringe. The 3/10cc syringe should be disregarded as it was sent by mistake. Customer states that the piston was destroyed. All returned syringes were examined and one sample exhibited a deformed stopper in the barrel. Neither of the 1/2cc syringes exhibited the hub separates. Unable to perform DHR check for stopper damaged and needle hub separates due to unknown lot number. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1612037, "on 08 jun 2020, (B)(4) received a photo complaint. A visual evaluation of the photos was performed finding (1) syringe with a deformed/smeared stopper on the inside of the barrel. (1) syringe with a missing needle assembly and missing cap. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at, as no lot number was provided. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 3 syringes 0.3ml 31ga 8mm tw 10bag 500 twn experienced stopper deformation which was noted prior to use. The following information was provided by the initial reporter: the piston destroyed.